Event description:
I confused clear care contact lens cleaner with regular contact lens solution. I added clear care to my contact lens case. I did not realize my error until I inserted a contact lens into my eye. This contact lens had been soaking in the clear care peroxide solution. My eye immediately started burning. 12 hours after this incident, it remains very sensitive to light and uncomfortable. Disinfecting contact lens.